Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the extension leg was confirmed, but the exact cause of the damage was unknown. One 4fr s/l powerpicc was returned for investigation. The catheter exhibited evidence of use. The printing on the molded wing was partially worn. The printing was completely worn from the extension leg. Residue was observed on the connector, extension leg, and wing hub. A breach was observed in the extension leg within the distal end of the connector. The adjoining surfaces of the breached extension leg tubing revealed a rough and jagged surface. What appeared to be beach marks were observed in the breached tubing. Superficial tears were observed in the external surface of the extension leg adjacent to the breached tubing. The characteristics observed on the extension leg indicate that the tubing tore. The break in the extension leg could be attributable to pulling, twisting, and manipulating the luer adaptor. Due to the evidence of use, the damage may have occurred over time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that they had a single lumen powerline that they discovered had a crack in the line, while it was in the patient. The line was pulled, but the reporter was unsure if another line was placed. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that they had a single lumen powerline that they discovered had a crack in the line, while it was in the patient. The line was pulled, but the reporter was unsure if another line was placed. No patient injury was reported.